Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin delivery, and technical support arranged shipment of replacement pump with updated software.